Event description:
A lithium ion battery used for our portable computers sparked, overheated and melted. An entire floor of our hospital had to be evacuated in order to protect our patients from smoke inhalation.